Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff leaked around the trach. Air was added to stop the leak, but the leak returned. The patient experienced a loss of tidal volume on the ventilator and desaturation. The unit was replaced, and upon inspection, the cuff was noted to be blown and would not hold air.